Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the no problem was found. A field service engineer (fse) arrived on site and diagnosed the drawer, finding no issues. The fse confirmed that the issue was resolved by customer. The customer confirmed that drawer 4.1 was functioning properly. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4.1 failed to open and also remained closed. Upon inspection, no physical obstructions were identified. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.